Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt the history and memory logs could not be downloaded. This indicates a fault. A test pad-pak was inserted into the device and the device failed to power on however all instructional leds were illuminated along with a flashing red status led and failure chirp. This indicates a fault. The device was disassembled for further investigation. No visual abnormalities were found with the components on the printed circuit board. Extensive testing was carried out and the fault remained. The microprocessor was replaced and the device was successfully connected to the pc. The history and memory logs were downloaded and showed the pad-pak was first successfully installed on the 2nd may 2011 and performed to specification up to the 7th december 2014. Multiple manual power ups of 10 minutes duration were observed in the device memory between the 12th december 2014 and the last log entry on the 6th january 2015. The device delivered a test shock without fault and an acceptable measurement was recorded. Corrosion was observed on the membrane tail including the on button and would account for the 10 minute manual power ups. This would confirm the reported fault and would indicate the device had been stored in adverse conditions however this could not be verified by any other means. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions resulting in corrosion. The failure of the microprocessor caused the device to fail to power up or for the device to successfully connect to a pc.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.